Event description:
It was reported that when a patient presented in-clinic, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains active.

Manufacturer narrative:
(B)(4).